Manufacturer narrative:
Initial and final MDR 1918594 - MDR 3003442380-2024-15698- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experience kinked cannula within 3 hours of insertion. No further information available.